Event description:
Shortly after an implant procedure, the pt reported abdominal pain. The surgeon believed that the pain was due to irritation to the dura. The pt was admitted to the hosp for observation, and was administered pain medication. The physician believes the pain will resolve itself within 4 to 6 weeks.